Event description:
Three attempts were made to impact the 10 degree liner. Surgeon then inserted a 15 degree insert without difficulty. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The ulteim handle broke due to the build up of thermal stresses as a result of repeated autoclaving. The ultem handle has been replaced with a stronger, more durable material for instruments containing the original ultem handle. However, no modifications have been made for this particular instrument, as it is in the process of being phased out. Summary of evaluation: the examination results could not verify the reported event and suggest that this event is not device related but rather associated with intra-operative procedures.